Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2021).

Event description:
It was reported that during an ultrasound-guided breast biopsy procedure through fibroadenoma tissue, the device allegedly had suction issue. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound-guided breast biopsy through fibroadenoma tissue, the device allegedly had suction issue. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe has returned for evaluation. On the visual evaluation of the device, it appears bloody and the aperture closed fully. No damage noted to the probe. On the functional evaluation of the device, the probe connected with the in-house driver and calibrated successfully. On further the probe performed vacuum testing in which the probe fails to meet the full vacuum test¿s acceptance level and meets the acceptance level of partial differential test. On further the probe obtained six beef sample, each time the probe underwent aperture opened, sample cut and sample deposited into the sample tray. While obtaining fifth sample vac button in the driver has used to obtain the sample.therefore, the reported suction issue and identified filling issues has confirmed as the probe fails to meet the acceptance level of full vacuum test and required vac to obtain sample five.a definitive root cause for the alleged suction issue and identified filling issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4(expiry date: 08/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.